Event description:
This device was explanted because the rv lead was dislodged. There was loss of capture and high thresholds. The physician tried repositioning the lead but because of the patient's large right atrium, it was impossible to get a good position with an ICD lead. The physician decided to explant the ICD and the ICD lead and try implanting a pacemaker system. This was also unsuccessful. The hospital retained the devices. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.